Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating treatment was disabled. The rse worked with the customer. The rse guides the customer to perform an operation inspection to check the condition of the equipment. If the equipment is in normal condition, it can be put back into use, and the customer has no further corrective maintenance requirements. The customer performed the operational check and all testes passed, and the device was put back in use. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational after the operational check was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support provided.